Manufacturer narrative:
This event will be further updated upon receipt of additional information.

Event description:
It was reported that this device was exhibiting accelerated battery depletion, based on date of implant. To date, no device history nor memory analysis has been assessed to confirm the anomaly. The field representative stated the patient would return for a memory collection so as to have technical service perform an accurate assessment of battery consumption. The device currently remains implanted and in service with no adverse patient effects reported and no further information received.